Event description:
It was reported that the device was scratched. There was not backup device available. There was no delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device is scratched. A visual inspection was performed and showed the negative lens to have a surface scratch. This surface scratch shows an undefined shadow out of focus. It does not affect the image in focus. The scratch is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.